Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as there was zero flow during testing. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that nurse was trying to start the therapy, but the arctic sun device was primed and stopped. Nurse had tried two devices with the same result. Now serial number (B)(6) was connected. Treatment was stopped so we started the therapy and checked the system diagnostics showed inlet pressure was -0.5%, circulation pump command was 100 percentage, flow rate was 0plm, system hours 8466, pump hours 8642. Then nurse disconnected and reconnected the pad using the proper technique. But still the device primed ad stopped. Stopped therapy/drained pads and moved pads & probe to sn (B)(6). Device also primed and stopped: inlet pressure 29, circulation pump command 100percentage, flow rate 0lpm, system hours 6507, pump hours 6178. Advised the nurse to try changing the pads to see if they might be the issue but believe that the circulation pumps on these devices are the likely issue. As per investigator notification received on 26jul2023, it was reported that the double bend tube and the chiller evaporator outlet tube due were expanded . Tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was trying to start the therapy, but the arctic sun device was primed and stopped. Nurse had tried two devices with the same result. Now serial number 5772 was connected. Treatment was stopped so we started the therapy and checked the system diagnostics showed inlet pressure was -0.5%, circulation pump command was 100 percentage, flow rate was 0plm, system hours 8466, pump hours 8642. Then nurse disconnected and reconnected the pad using the proper technique. But still the device primed ad stopped. Stopped therapy/drained pads and moved pads & probe to sn (B)(6). Device also primed and stopped: inlet pressure 29, circulation pump command 100percentage, flow rate 0lpm, system hours 6507, pump hours 6178. Advised the nurse to try changing the pads to see if they might be the issue but believe that the circulation pumps on these devices are the likely issue.